Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2015. On (B)(6) 2016 the patient developed moderate to severe sob. Cta showed a large saddle pulmonary embolus. Also had a presence of a mucous plug and pneumonia. She was discharged to a skilled nursing facility on (B)(6) 2016. The patient died of acute on chronic hypoxic respiratory failure on (B)(6) 2016 as a result of cor pulmonale, pulmonary emboli, + small cell lung cancer. The site reported the patient's death was not related to the superdimension device or the enb procedure.